Event description:
It was reported that the tip of the reamer fractured. There was no injury to a patient or delay to a procedure reported. No further information has been reported to date.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned device found that it fractured due to bending overload. (B) (4).